Event description:
The customer reported that the leak from the cartridge chemistry sample probe of their unicel dxc 600 pro synchron system reoccurred with contained fluid found on the reaction wheel cover. The customer stated the instrument generated suppressed recovery errors (no results generated) for bun (urea nitrogen) and cr-s (creatinine) with "cuvette not dry" errors. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated or reported on this day. This MDR references this event occurring on (B)(6) 2015; please refer to 2050012-2015-00024 for the event occurring on (B)(6) 2014.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. On (B)(4) 2015, the fse replaced the cartridge chemistry sample probe wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).